Event description:
Revision surgery - due to an acromial fracture repair. Original surgery was done sometime in 2004, part of investigational device exemption (ide) study. Socket appears to be 32 millimeter standard.

Manufacturer narrative:
The reason for this revision surgery was due to a acromial fracture. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) was not conducted since the item and or lot number(s) could not be verified during the complaint evaluation. As of (B)(6) 2018, the records needed have not been forwarded by the djo clinical team. Should the needed records be forwarded at a later time, this investigation shall be updated. The root cause of this complaint was a revision surgery due to a acromial fracture. The reported item and lot numbers do not coincide with each other and would need to be verified to an invoice/delivery ticket, which was not provided. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to acromial fracture repair. The previous surgery and the surgery detailed in this investigation occurred 13.6 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to acromial fracture repair. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.